Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2025, it was reported by a sales representative via (B)(4) that an 0448-100 t15 solid hex driver snapped. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 0448-100 batch, dated 180302, was received for evaluation. Visual inspection noted that the handle was broken into two pieces. The laser marks are faded, and there are heavy signs of wear around the device. Functional testing cannot be performed due to the device's damage. The reported condition is most likely caused by user error, overstressing a device that has been damaged naturally and inevitably due to normal wear or aging. Device manufactured date: 2021.